Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit's ECG lead cable was defective. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found that the cable of lead(red) broke. The fse states that the customer has a new spare ECG cable and there was no issue with the iapb main unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.